Manufacturer narrative:
A review of the device history record was unable to be performed as the lot number of the device at issue in this complaint was not provided. A product history search was performed and found similar complaints against this device catalog number. A ship history was performed. This review identified that lot number 9157938 was shipped to the customer in december 2006, and that it was the last lot number of this device sent to this customer. A lot history review was then performed. This review found no other complaints against lot number 9157938. A review of the device history record was then performed for lot number 9157938 which revealed no related issues to this complaint. An 8f nephroureteral stent system was returned for evaluation. A visual inspection was performed on the device, at which time it was observed that the distal end of the device was not returned. The proximal remnant that was returned was found to be cut and kinked. The visual evaluation found that the catheter was deformed in multiple places and the distal end of the device had been torn off. The proximal 34.4 centimeters of the returned catheter exhibited a jagged tear with flash protruding from it. The suture had been torn at the distal end. Swirl marks from the suture were found on t he body of the catheter. This customer complaint was confirmed. The device evaluation has determined that the most probable root cause appears to be the result of user handling, which caused the catheter to tear apart during the clinicians attempt to remove the device. The july 2007 other urinary product family trending chart was reviewed and the product family is not at or above the complaint alert limit and does not show a negative trend.

Event description:
The complainant reported that in 2007, the physician was attempting to remove a nephroureteral stent that had previously placed (date unknown) in a male patient. The doctor was removing the stent in order to perform a percutaneous nephrolithotomy procedure on the patient. During the removal of the stent, it broke in half, leaving half of the stent in the patient's bladder. The complainant reported that percutaneous nephrolithotomy procedure is a two stage procedure and the physician planned on removing the remaining portion of the stent from the patient while performing the second half of the procedure scheduled on four days later. The complaint reported that during the second half of the procedure, performed on the same day, the remaining portion of the device was successfully removed without issue. The patient is now doing "fine".